Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button had to be pressed very hard in order for the insulin pump to work. Customer's blood glucose level was unknown. Customer reported that there was mechanical error message necessitating set change, multiple calibration errors on current transmitter. Customer declined to troubleshooting for further issues. Insulin pump will not be returned for analysis.